Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of over 700mg/dl. Customer indicated that the pump has alarmed no delivery and has changed out the reservoir, tubing and battery but the alarms persist. Customer indicated that their doctor has been contacted and their blood glucose value was 135 mg/dl at the time of the call. Customer indicated that the issue was resolved by a complete set change. Troubleshooting found that the customer was off of the pump for a week, but was wearing the pump at the time of the hospitalization. The product will not be returned.